Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex rx biliary partially covered stent was used during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the indication for stent placement was to treat a neoplastic stricture within the bile duct. The patient's anatomy was not torturous. During the procedure with this device, the stent was partially deployed and could not be fully deployed do to the introducer being bent. The partially deployed stent was removed from the patient. The procedure was completed with a different stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. No issues were noted with the profile of the device. During analysis when the distal handle was retracted, the inner shaft exited through the guidewire access port and the outer sheath could not be retracted. The shaft was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. The compressed area of the inner shaft was kinked proximal to the yellow inner jacket from where it had exited through the guidewire access port. No issues were noted with the deployed stent. No issues were noted with the movement of the outer sheath proximally or distally. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified batch. The investigation concluded that the complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex rx biliary partially covered stent was used during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the indication for stent placement was to treat a neoplastic stricture within the bile duct. The patient's anatomy was not torturous. During the procedure with this device, the stent was partially deployed and could not be fully deployed do to the introducor being bent. The partially deployed stent was removed from the patient. The procedure was completed with a different stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.